Event description:
It was reported that the patient was admitted to a neurological unit on (B)(6) 2013. At the time of the report, the patient was having an MRI done. It was not believed that the admission was pump-related, although the reporter was not able to verify this. The device system was used to deliver baclofen at 268mcg/day. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-1, lot# n176675, implanted: (B)(6) 2008, product type accessory; product ID 8709sc, lot# n165065012, implanted: (B)(6) 2008, product type catheter. (B)(4).